Manufacturer narrative:
Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. This report is submitted following an FDA inspection at the manufacturer facility. Device was not available.

Event description:
During an attempt to remove a piccolo composite tibial nail (due to nonunion and broken distal interlocking screw), the removal adapter stripped the nail threads. A different removal tool was used to extract the nail.